Manufacturer narrative:
Additional manufacturer narrative: report of aortic stenosis, regurgitation, and lost leaflet mobility could not be confirmed. Functional testing shows that the returned valve has a trf of 2.6%, which is lower than the maximum allowable 10% per iso. The eoa is 0.89 cm2 which is larger than the 0.85 cm2 minimum allowed for a valve of this size per iso5840-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. The complaint trend was assessed and it was found not to be in control. A manufacturing defect was not identified. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be submitted when evaluation is complete. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 19 mm aortic valve was explanted due to aortic stenosis and regurgitation after an implant duration of seventeen (17) days. This valve was originally implanted for aortic valve replacement to treat aortic stenosis and regurgitation. At implant, calcification was observed from aortic valve area to mitral valve area extensively. Postoperative day 8, decreased renal function was detected by blood test. Breathing function was also decreased and the patient was connected to a ventilator. Postoperative day 13, restricted leaflet motion was suspected at the leaflet corresponds to non-coronary cusp in echo. Moderate aortic regurgitation was detected. Postoperative day 14, dialysis treatment was started. Postoperative day 16, the patient was connected to percutaneous cardiopulmonary support device. Postoperative day 17, prosthetic valve dysfunction was determined in echo. The leaflet, which corresponds to non-coronary cusp, lost leaflet mobility, and the annulus appeared to be like it was bulging. No remarkable vegetation nor pannus were detected on explanted valve. The valve was explanted and replaced with a 19 mm non-edwards valve. There were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of stenosis was not confirmed, and report of regurgitation could not be confirmed through visual examination. X-ray demonstrated commissures 1 and 2 bent, and wireform intact. Leaflet 1 was folded due to bent commissures. What appeared to be thrombic deposit was observed on leaflets 1 and 2 at the outflow aspect. A 2mm non transmural damage was observed on leaflet 2 near commissure 2. H10. Additional manufacturer narrative: at this time a definitive root cause cannot be determined. Further assessment is being conducted on the returned device. If additional information is known on the device, a supplemental will be submitted.